Event description:
The customer reported to customer service that her transformer no longer powers on her pump. Upon receipt of the product, the returns department noticed a breach to the housing of the transformer.

Manufacturer narrative:
A replacement power supply was sent to the customer. The product was received on (B)(4) 2012. Though the product has been received, it has not yet been tested/analyzed by quality engineering. Therefore, no conclusions can be made as to the cause of the event. However, in f/u with the customer, the customer stated that the transformer housing cracked as she was pulling it out of the outlet which is a safety risk. The customer stated that she did not see any sparking, smoking, fire or melting. The customer also indicated that no injuries were sustained as a result of the issue. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a heights of 1.0 m and the housings showed damaged and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated ((B)(4)) in order to determine root cause and will continue to be monitored. Should add'l info or the original product be received, resulting in new, changed, or corrected info, a f/u report will be filed at that time.